Event description:
Three weeks after implant, reportedly after a scuba diving event, the pt returned to the hospital complaining of upper respiratory troubles. A CT scan was performed and it was noted that the filter may have shifted cranially approximately 4 cm and the arms were in the renal vein. In addition, it was reported that a clot bypassed the filter and the pt had a pulmonary embolism. The filter was successfully removed and a competitor's filter was placed. The doctor reported he would not release the films or x-rays for evaluation of the event.